Event description:
The device was being used to monitor a pt with warm diaphoretic skin. The device's screen displayed flatline ECG on all traces. The field supervisor arrived on scene and transferred the pt to a back up device. The supervisor reportedly found that the right arm electrode was stuck to the pt's sweater. The ECG electrode were replaced and treatment was continued. The pt was transported to the local hospital. The pt's outcome is not known. No adverse effect to the pt was reported.